Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast thought not verified, pt was implanted with aris and novasilk mesh. Later the pt experienced a urinary tract infection, exposed mesh, vaginal bleeding, stress urinary incontinence and hematuria. An in office mesh revision and trimming were performed. An additional aris sling placement surgery was performed.